Manufacturer narrative:
Pt samples were not returned for investigation. Device lot k50515 was previously tested in-house by product support. All results of whole blood testing resulted in tni <0.10ng/ml, with the exception of one. One result greater than 0.10ng/ml meet qc release specifications. As of (B)(4) 2012, there are a total of (B)(4) complaints against lot k50515. CAPA (B)(4) was opened to address elevated tni at low end concentrations.

Event description:
Caller (point-of-care coordinator) reported discrepant troponin (tni) results on the triage cardiac panel compared to the lab. On (B)(6) 2012, pt present to the emergency department with pain in the chest and right arm. Emergency department physician suspected the meter, but repeat testing replicated the initial results. Physician requested lab draws. Two samples were drawn and run the siemens vista. The tni was <0.015 on both samples. Echo, EKG and EKG stress tests were ordered but results were not available. According to caller, pt was not discharged until (B)(6) 2012. Discharge diagnosis was not available. No pt samples were available for investigation.